Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was off. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had multiple motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to backup plan. The insulin pump will be returned for analysis.